Event description:
The customer reported a problem, allegedly with the wire breaking off inside the pt. The information was received on 1-29-2007 however, the incident occurred in the 2006 time frame. According to the legal petition received: during an endoverous laser treatment used to treat varicose veins an allegedly defective guidewire was used and during the procedure the wire allegedly broke inside the pt. The petition charged physician negligently failed to establish policies that would have detected such a happenstance and notice this guide wire had (allegedly) broken and was left inside the pt. Soon after the procedure, the pt felt pain in her chest and x-rays were done and it was determined a metallic object was near the heart. An unsuccessful emergency procedure was attempted to remove the wire. The pt was sent to a different facility where a successful open heart surgery was performed.

Manufacturer narrative:
Due to the unknown product code, unk lot# and no sample returned, there is no further action as yet. If more information becomes available, a more complete investigation with corrective actions will be pursued and a supplemental report will be sent/filed.